Manufacturer narrative:
The system was explanted and returned for analysis. Visual inspection of the returned devices did not find any anomaly. Functional testing was performed and the devices operated to specifications. The manufacturing and sterilization records were reviewed for all implanted devices and no nonconformities were found.

Manufacturer narrative:
Nevro is awaiting the return of the explanted device. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that after the implant procedure the patient's ipg pocket site was not healing correctly. The patient was given oral antibiotics, but the patient was not compliant with the medication. The physician cleaned the pocket site and replaced the ipg. The patient has recovered and the system has been activated.